Manufacturer narrative:
During a follow up call on (B)(4) 2016, the customer reported that the fill estimate readjusted an accurate number after 10.2 units had been delivered. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge decreased 60 units within 1 hour. Additionally, the customer felt that there was an issue with the cartridge as the customer's blood glucose level dropped to a normal range after the cartridge and infusion site was changed. Reportedly, the contact did not see any damage or leaking at the site. The customer's blood glucose level was 400 mg/dl, which was addressed with manual injections.